Manufacturer narrative:
On september 14, 2020, the patient reported that one wound site appeared to be infected. On this date, the patient went to see the implanting clinician because the patient observed puss had at her incision at the receiver coil pocket. The implanting clinician noted that the stitches had eroded through the skin, leaving a hole, which was leaking fluid at the appointment time. The implanting clinician decided to explant the lead on (B)(6) 2020, to prevent further infection, with no complications. The implanting clinician prescribed oral antibiotic treatment (type, dosage, duration unknown). The clinical representative confirmed that the implant procedure was performed in a sterile environment with sterile field handling protocols, sterile barriers of all product used were intact prior to implant, and the procedure was completed in accordance with the product instructions for use. Based on this information, the infection was confirmed/replicated, there is no evidence that product did not meet specification and the stimulator is used for treatment of pain. The stimulator was sterilized per specification. The cause of the infection is unknown/no problem found.

Event description:
Stimwave quality has investigated the details for a reported infection and erosion to the stimwave complaint system on september 14, 2020, by clinical representative (cr) in the united states.